Manufacturer narrative:
(B)(4) d10: unknown - unknown nexgen tibial component - unknown. 00595203010 - articular surface use with plate 3,4 size yellow/c-h 10 mm height - (B)(6). G2: foreign country: australia. H6: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 5.5 years post-operation, the patient underwent a patella resurfacing and the poly was exchanged to a larger size during the procedure to prevent future potential poly wear. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided of the femoral component; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.